Manufacturer narrative:
D9: device received on 11/27/2024. Two unused sample devices were received for investigation. As received no damage or anomalies were observed. The reported issue was confirmed during functional testing when both samples did not inflate evenly. However when the cuff was massaged per the instructions for use, the devices inflated as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Complaint information will continue to be monitored and actions assigned accordingly.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was defective and did not completely encircle the tube/stuck to one side of the tube. The issue was discovered prior to patient use. The event occurred during testing of the cuff. There was no harm/adverse event reported.